Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for collagen deposition into the artery. Based on the information given, the exact root cause of the event cannot be determined but could be related to deploying the angioseal close to the bifurcation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the user deployed the angio-seal collagen in the patient's vessel. The patient required intervention. Additional information was received on 10february2021: the doctor was not able to achieve hemostasis initially, with the angio-seals device. The patient required immediate lower extremity intervention and received stenting post procedure. The patient was in stable condition and was released from the hospital. The puncture site was very close to the bifurcation. There was no disease or dissection presented in the access artery. Testing was performed to diagnose the occlusion/ thrombosis. An angiogram was done on the patient. Imaging was completed by physician. Distal pulses were absent on post deployment. The treatment to the affected limb, prior to treatment was due to flow limiting lesions. The patient received stenting to jail device and flow restored